Manufacturer narrative:
No device deficiency was reported. Cardiac perforation/tamponade are known potential adverse events documented in product labeling. The first mapping catheter could not be inserted as the physician felt resistance, so a different mapping catheter was used to check electrical potentials which were confirmed stopped. Pacing was then performed. It was during the pacing that the decrease in blood pressure was noted.

Event description:
During a pulmonary vein isolation (pvi) procedure the ablation catheter was removed after treatment of the left inferior pulmonary vein (lipv) to insert a mapping catheter. During use of the mapping catheter the physician noted the patient's blood pressure was decreasing and pericardial effusion was observed. Pericardiocentesis was performed, which temporarily increased blood pressure. The patient was transferred to a cardiovascular surgery center. During the surgery, it was reported the site of the perforation was the left atrial appendage. The patient was reported in good condition post-procedure. The cause of the perforation was not confirmed, but one possibility is inadvertent ablation catheter insertion into the left atrial appendage when transitioning from the left superior pulmonary vein (lspv) to the lipv.